Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead dislodged. It was noted that the ra lead did not have enough slack and was positioned vertically in the atrium. The ra lead was attempted to be placed multiple times but would not affix to the tissue. The ra lead was removed and tissue was observed in the helix and it took more rotations than usual. The ra lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.